Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was observed that the impedance trend on the rv (right ventricular) pacing lead was rising.

Event description:
It was reported there was a gradual rise in pace/sense right ventricular (rv) lead impedance and a patient alert occurred for impedance greater than 3000 ohms. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.